Manufacturer narrative:
(B)(4). Approximate age of device 1 year, 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that the patient had an increase in pump power and estimated flow. The patient was reported to be asymptomatic. The patients system controller log files were reviewed by the manufacturers technical services representative, and revealed a trajectory consistent with lvad thrombosis. It was reported that an echocardiogram (echo) revealed an ejection fraction of 35%, and there were no reported lvad issues within the report. There were no treatments or changes to lvad management in response to the elevate lvad readings. On 10/26/2016, it was reported that the patient was home and stable. The patients lactate dehydrogenase (ldh) was to be monitored weekly. It was reported that due to a history of life threatening gastrointestinal bleeding, the patient was not on anticoagulation. The gi bleeding was previously unreported. Additional information regarding the patients history of gi bleeds was requested but was not provided.

Manufacturer narrative:
No equipment was returned for evaluation. The report of elevations in pump power and flow, and decreases in pi was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events and history of gastrointestinal bleeding could not be conclusively determined. The pump remains in use supporting the patient with no further reported issues. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.